Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out during priming. The customer¿s blood glucose level was unknown at the time of the incident. The time and date had to reset. Customer reported that the battery low indicator was delayed. Troubleshooting was declined for further issue. The insulin pump will not be returned for analysis.